Manufacturer narrative:
(B)(4). D10: (B)(6) cup positioner unknown. G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threads of the impactor would not hold the shell implant. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified strike plate and handle body have damage from previous uses. Indentation, nicks, and scratches are present. Threaded tip is damaged and fractured at the leading thread. Thread form does not conform to print. No broken / fractured pieces were returned with the device for evaluation. No other damage was noted. The cap and cup were not returned. Part and lot identification are necessary for review of device history records, neither were provided for the cup and cap. Complaint history review cannot be performed without product identification for the cup and cap. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. It was reported that no additional information is available, therefore, no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Complaint history review cannot be performed without product identification for the cup and positioner cap. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.